Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the during the morning post operative check, occasional intermittent capture was noted on the right ventricular lead and the threshold had risen. Reprogramming was performed. X-rays indicated that the lead position looked the same as implant. The threshold was noted to be high prior to the lead replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. A visual summary analysis of the lead indicated the damage occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.